Event description:
The customer reported experiencing an alarm 2 followed by alarm 26, linked to occlusion events, with more than one occurrence recorded almost daily over the last three months. This issue led to the customer's blood glucose level exceeding 500 mg/dl with the display reading "high." The customer did not require external assistance but took corrective actions including administering a correction injection via multiple daily injections, changing the infusion set and cartridge, and resuming insulin delivery. Additionally, a system check of the pump by the technical support team was planned for further resolution.